Manufacturer narrative:
Investigation found damage to the cable and confirmed that the yellow sensor was unresponsive to stimulus. Connectivity was able to be re-estabilshed by manipulating cable position. The unit was scrapped to prevent further clinical use.

Event description:
User reported that the safe flow was not correctly triggered by the level sensor. There was no patient harm; however, spectrum medical considers incorrect measurements of the level sensor to be reportable.